Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the attempt to implant this pacemaker, noise was noted on the right ventricular (rv) channel. The noise was oversensed but did not lead to pacing inhibition or inappropriate therapy. The rv lead was disconnected from the pg and tested through the pacing system analyzer (psa). Noise was not see via psa testing. The same lead was hooked back up to the pg and noise was again displayed. The device was explanted and a new device was sucessfully implanted. The device was returned for analysis. There were no adverse patient effects reported.